Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer is using fiasp insulin. Tandem technical support educated the customer on insulin labeling. Customer changed pump supplies to address the issue. In addition, it was reported that a cartridge alarm occurred. Cause was unknown. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer reloaded the cartridge to resolve the issue.